Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 instrument was returned partially cycled. In an attempt to replicate the reported incident, the cycle was completed and one clip was fed; the clip was removed in order to measure jaws width and they were found to be yielded. Then, the device was cycled and six clips were ejected. Finally, the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead to malformed clips.

Event description:
It was reported that during an unknown procedure, the clips didn't close. The physician finished the procedure with another like device. There were no adverse consequences for the patient reported. Clips will not hold after placing.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.